Event description:
The customer reported the 9900 system produced a file system error and went down during a case. No pt injury was reported and different unit was used to complete the case.

Manufacturer narrative:
A ge service rep performed an on site investigation. File system check and system files corrupted messages were displayed. The software system was reloaded. The flash memory and system calibration files were reloaded. The system and fluoro function were tested and they operate as intended.